Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, screws failed to block the plate. When performing the plate fixation, the variable angle screws did not block the plate. It was reported that the screws were rotating without adjusting the plate in the proximal part. The surgery ended without any further complications. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the threads of the locking screw are damaged near the head of the shaft. It is possible the screws were tightening in off-axis which could lead to such damage. Subsequently the screw head could not be locked because the hole with the plate was not in alignment. The screw has gone for further investigation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional product code: hrs. Device was used for treatment, not diagnosis.

Manufacturer narrative:
A manufacturing evaluation was conducted. The report indicates one screw was received with the subtask associated with this complaint. It is whole and intact. It''s general configuration with stardrive, threaded head, stardrive, fluted shaft, stainless steel material, 2.34 diameter, and 16.38 length confirm this as a 02.210.116. The drive has been lightly damaged, primarily at the top of the drive. The top of the head is in good condition. The head threads have been moderately to heavily damaged with the threads being compressed removed to approx. Half the thread height. There are two impact type marks near the neck. The major diameter of the first four shaft threads have been compressed. There are a few impact type marks on the first two shaft threads with the first thread showing separation of metal from the major diameter in one location. The remainder of the threads have numerous small indentations at the major diameter. The flutes and the tip are in good condition. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.